Event description:
Discordant, falsely elevated rubella igg results were obtained on samples from two patients on the immulite 2000 xpi instrument. For one patient, a discordant result of positive (42.5) from (B)(6) 2012 was reported to the physician(s), who questioned the result. The other patient's discordant, false positive result was not reported to the physician(s). The samples were rerun multiple times, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant rubella igg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and the instrument data. It was discovered that air bubbles were coming from the in-line filter on the sample dilutor. The fse replaced the water line filter, the dual resolution dilutor seals, sample valve, and sample probe. The fse also readjusted the tube lifter 'up' position. Precision checks were then run on samples. The cause of the discordant rubella igg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.